Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced fungal peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (no further details reported) for the event. At the time of this report, the patient outcome was not reported. The pd catheter was removed and the patient was switched to hemodialysis. No additional information could be provided as the reporter declined follow-up.